Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was reusing cartridges with the pump. Tandem customer technical support informed customer that reusing cartridges is off-label per the user guide. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy.